Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported broken keypad, which was confirmed and reproduced. The device evaluation found the #2, #3, (.), #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #3 key would occur following the selected key's function (e.g. When the #1 key is pressed, 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad that "double taps". It was also reported there was no patient involvement.